Manufacturer narrative:
The investigation determined that a software anomaly occurred on the vitros 5,1 system which unexpectedly changed the units of measure for all vitros assays to the default unit of measure (conventional). Due to unexpected unit change caused by the software anomaly, the vitros 5,1 fs system reported a crp result of <5.0 mg/l to the lis, while the customer¿s lis system was reporting the crp results in si units (mg/dl). The lis identified the crp unit of measure configuration difference from previously reported crp settings and the lis software converted the vitros crp value of <5.0 mg/l into <0.50 mg/dl, which is the expected unit of measure for this laboratory. The assignable cause of this event is a vitros 5,1 fs system software anomaly which unexpectedly changes the units of measure for all assays to the default unit of measure. (B)(4).

Event description:
The customer reported that a vitros crp result was reported from a vitros 5,1 fs as mg/l, which was different from the unit of measure for the same crp result displayed at the customer's lis (mg/dl). The customer's laboratory information system (lis) identified the crp unit of measure configuration difference and the lis software converted the vitros crp value of <5.0 mg/l into <0.50 mg/dl, which is the expected unit of measure for this laboratory. There were no discrepant crp results displayed or reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported out of the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).